Manufacturer narrative:
Concomitant product: product ID 8840, serial # unknown, product type programmer, physician. (B)(4).

Event description:
It was noted that the patient had just come back from holiday in the united states and come to the hospital for a refill. Upon device interrogation, it was discovered that the pump had gone into safe state and the cause was unknown. One of the nurses reportedly came to the conclusion that the stop button may have accidentally been pressed. The neurosurgeon found this to be a hazardous situation. The old drug was aspirated, pump refilled, and reprogrammed to simple continuous mode, and the issue was resolved. There were no patient symptoms or complications associated with the event, and the patient was described as alive with no injury at the time of report. The patient's pump was intended to infuse compounded baclofen. It was additionally reported in the pump event logs that a motor stall occurred at 11:29 and a motor stall recovery occurred at 11:36 on (B)(6) 2013. A watchdog reset occurred on (B)(6) 2014 at 13:33 and the pump went into safe state. Additional images showed that a motor stall recovery occurred on (B)(6) 2014. The neurologist reportedly called to inform the manufacturer's representative that the critical alarm sounded over the "past weekend." It was decided to stop the pump. It was noted that the pump would be stopped on the day of report so the patient could go on leave for vacation. It was noted that when the patient returns, it will be evaluated if he still needs a pump since he did not have any symptoms from the stalls. It was thought at that time, that the patient could do without the pump. If the pump is explanted, it will be returned for analysis. The motor stall recovery was seen in the logs on (B)(6) 2014, but there was no noted motor stall in the logs which went all the way back to (B)(6) 2013. It was additionally reported that the pump was probably running on "shelf flow rate" after the reset. It was speculated that maybe there was a software glitch. It was clarified that the nurse thought she pushed the therapy stop button, but this was not an explanation for the reset and safe state. The pump seemed to be running normally after aspirating, refilling, and updating.

Manufacturer narrative:
Analysis of the pump (sn; (B)(4)) found a hybrid watchdog reset occurred due to an unknown cause. The pump was received with a reservoir volume of 18.4 ml of fluid and the pump was in off-state. The pump was taken out of off-state to check for the dates to correct on the ip and to see how long the pump had been shut off. Per the ip, the pump was reprogrammed and ran for a couple of days before the device was programmed to the off-state. Pump memory logs were gathered and found that the pump reset (watchdog). Battery and hybrid testing passed. Pump passed dispense accuracy testing. Hybrid was sent to mtc for further analysis. Infusion history showed no flex or ptm dosing was active. Destructive analysis found no anomalies.

Event description:
On 2016-02-25, additional information was received from a foreign manufacturer representative (rep). Information was requested to clarify the time differences noted in the pump logs of 1 minutes vs 3 minutes. The first attempt to interrogate the pump was to program the pump off with the password and update. The second attempt was an extra check for only a pump interrogation. Logs were generated during interrogation/telemetry of the pump and it was not necessary to update the pump to generate the logs. The pump was programmed off with a password provided by the device manufacturer. The pump was implanted prior to being returned.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. The previously reported conclusion code no longer applies to this event.

Event description:
On (B)(6) 2015, the pump was returned for analysis. No additional information was received.

Event description:
On 2016-06-16, additional information was received from a foreign manufacturer representative (rep). It was reported that the date of the explant was (B)(6) 2015.

Event description:
Additional information received reported the patient did not undergo an MRI/CT around the time of the events.

Event description:
Additional information received reported the pump remained implanted but had been silenced and was no longer delivering therapy. The patient was doing "fine" without it, so they would "probably" not receive a new pump.

Manufacturer narrative:
(B)(4).

Event description:
On 2015-12-04, additional information was received from the foreign rep. It was reported that when the hospital team decided to stop the pump, the patient was on a very low dose and was showing no withdrawal symptoms and seemed to have little spasticity at the time. Therefore, the team thought the patient no longer was in need of the pump. In the months following this event, the patient was reassessed and the hospital team came to the same conclusion; "no pump needed anymore". The patient's mother was also noted to have wanted to the pump removed. A few months later, they were finally ready to have the pump removed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.